Event description:
It was reported that balloon rupture occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that device was unable to cross with the guide extension catheter and there appeared to be a dent at the collar of the extension catheter. An attempt was then made to dilate the lesion with just the balloon, but the balloon ruptured below nominal pressure. The device was removed and the procedure completed with a different device. There were no complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that device was unable to cross with the guide extension catheter and there appeared to be a dent at the collar of the extension catheter. An attempt was then made to dilate the lesion with just the balloon, but the balloon ruptured below nominal pressure. The device was removed and the procedure completed with a different device. There were no complications reported. It was further reported that it is highly possible that the guide segment was dented, probably due to interference with wolverine.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). The device was returned for analysis. A visual examination identified that the balloon was in a deflated state and had been subjected to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. Blood and media were evident inside the balloon material. The device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking through the tip of the device. A visual and tactile examination on the hypotube identified no issues. A visual and tactile examination identified a 1.5 cm section of the shaft polymer extrusion to be accordioned at approx. 1 cm proximal to the proximal balloon cone. The inner lumen also appears pinched in this section. A guidewire was able to be loaded with no resistance. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified no issues with the tip however, the device was identified to be leaking through its tip during the leakage test.